Event description:
It was reported that since (B)(6) 2018 the patient experienced problems with the implanted artificial urinary sphincter. The soft part that the patient squeezed to open the cuffs was hard and won't close the cuffs anymore and remains hard. Further information received indicated the problem was resolved as the patient had to squeeze the reservoir hard.